Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to perform a pump reset, after which the cgm error code did not reappear, and the customer successfully restarted their sensor session.